Manufacturer narrative:
Additional summary: only pictures were returned for analysis. Upon visual inspection of the pictures, an opened sample without the fixation tab. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdz279 batch number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown external operation on an unknown date and barbed suture was used. The fixation feature detached from the suture when sewing for the first stitch in the surgery of external operation. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.